Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, upon further investigation of the device, fse found that the compressor fan was missing a blade. Fse replaced the compressor fan, as well as compressor temperature sensor as a precautionary measure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm. There was no patient harm or injury reported.